Event description:
The reported feedback suggests that there was a leakage.

Manufacturer narrative:
The customer's report of a leakage was confirmed. Visual inspection confirmed the customer's experience as the sample was received in two; the tubing above the burette was separated away from the burette. A closer inspection did not identify any obvious signs of solvent on the ends of the tubing. The root cause of the customer's report was an insufficient amount of solvent having been applied to the tubing connected to the pressure disc during the assembly process.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that there was a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.